Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be assessed due to lack of information. The rendered treatment of stent-in-stent relining was a cautionary product use. The endoleak type iiib and the secondary procedure of a bifurcated were substantiated radiographically. A bifurcated stent and a competitor's limb stent were used to mitigate the endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the reported event has been confirmed. However, the cause could not be determined based on the review of the available information.

Event description:
It was reported that approximately 61.2 months post implant of a bifurcated device and an infrarenal aortic extension a tear in the left limb of the bifurcated device was noted. A bare metal stent was implanted in the left iliac artery during the index procedure, which appeared undersized and a potential factor for the defect in the left limb of the bifurcated device. The physician elected to bring the patient back and reline the bifurcated with a second bifurcated device. Aggressive pre-dilatation was performed to create space to deploy the additional bifurcated device that was implanted within the existing bifurcated. The left iliac artery was extended using a nitinol covered stent (viabahn stent). The procedure was successful and the patient went home the next day. Additional note: the patient had been lost to follow up since the index procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.